Event description:
A patient sustained multiple traumatic injuries including brainstem infarct and craniocervical dissociation from a high speed motor vehicle collision. Due to abnormal intracranial pressure variation, usual head movement within the c collar was completely restricted and the patient developed an unstageable pressure injury under the chin.

Event description:
A patient sustained multiple traumatic injuries including brainstem infarct and craniocervical dissociation from a high speed motor vehicle collision. Due to abnormal intracranial pressure variation, usual head movement within the c collar was completely restricted and the patient developed an unstageable pressure injury under the chin.

Event description:
A patient sustained multiple traumatic injuries including brainstem infarct and craniocervical dissociation from a high speed motor vehicle collision. Due to abnormal intracranial pressure variation, usual head movement within the c collar was completely restricted and the patient developed an unstageable pressure injury under the chin.

Event description:
A patient sustained multiple traumatic injuries including brainstem infarct and craniocervical dissociation from a high speed motor vehicle collision. Due to abnormal intracranial pressure variation, usual head movement within the c collar was completely restricted and the patient developed an unstageable pressure injury under the chin.

Event description:
A patient sustained multiple traumatic injuries including brainstem infarct and craniocervical dissociation from a high speed motor vehicle collision. Due to abnormal intracranial pressure variation, usual head movement within the c collar was completely restricted and the patient developed an unstageable pressure injury under the chin.